Manufacturer narrative:
(B)(4). The product was requested to return for manufacturers laboratory investigation but was not yet returned. The investigation of the manufacturer is still pending. A supplemental medwatch will be submitted when further information becomes available.

Event description:
According to the customer: "we had leakage problem with two oxygenators". (B)(4).

Manufacturer narrative:
(B)(4). The product was returned and investigated in the laboratory of the manufacturer. The sample was cleaned with sodium hypochlorite solution. A tightness test was performed, hereby a leak at 0,4 bar, 0,31 ml/min on the de-airing membrane occurred. No other abnormalities were detected. Thus the reported failure could be confirmed the failure is known to mcp and was thoroughly investigated by (B)(4). Corrective and preventive actions have been established in (B)(4) based on the root cause analysis: development and implementation of an optical inspection of the raw material (membrane). Development and implementation of a new punching process. Improvement of the packaging of the membrane rolls at the supplier. Prevention of pressures above the tolerance in pressure test units (revision/enhancement of basic operating procedures). Full further investigation and all other actions and the effectiveness thereof will be carried out as part of the CAPA investigation. The corrective and preventive actions above based on the rca have a projected timeframe for completion by end of (B)(6) 2017. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
The product was requested to return for manufacturers laboratory investigation but has not been received. The investigation of the manufacturer is still pending. It was confirmed that the lot number of the set is 92160590. Due to the internal clinical assessment,the failure often occurs while patient is connected to the bypass and thus leakage results in loss of volume. Usually institutions decide whether or not to change out the device on the loss of volume and the estimated time on bypass. We have received reports where the device has been changed out. This intervention carries several risks and if deemed necessary during cardiac arrest patient is not perfused at all. A supplemental medwatch will be submitted when further information becomes available.

Event description:
(B)(4).